Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: cpla-0003235027 ¿ aviva ii meter- serial number ¿ (B)(4); cpla-0003235030 ¿ aviva ii meter- serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, compared with two different roche meters, within 10 minutes: 346 mg/dl on an aviva ii meter, and 171 on a second aviva ii meter. Wife did not recall which meter produced the various readings. Strips from the same vial were used in all comparison tests reported. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.